Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that catheter resistance occurred in the distal section. The coil came out of the introducer sheath smoothly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil experienced resistance during delivery and prematurely detached. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the right supraclinoid segment of the ica. The max diameter was 1.6cm, and the neck diameter was 6mm. The patient's blood flow was normal and their vessel tortuosity was severe. It was reported that the sleeve of the coil was flushed as per IFU by putting the coil sleeve half inside into the y connector and allowing saline flush through the coil sleeve. They then inserted the sleeve more inside towards the microcatheter hub, and tightened the rhv as per guideline. They pushed the coil inside into the microcatheter slowly forward. It was noted there was friction/difficulty during delivery. At 40-42cm the coil was deployed in the aneurysm, and suddenly coil got detached in the microcatheter. With a lot of maneuver and snaring with the microwire they removed the detached coil from the system. No additional medical/surgical intervention was required. The pushwire was not bent or broken, the physician did not reposition the coil, no detachment attempts had been made, and the physician did not rotate the delivery pusher. A continuous flush had been administered. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an sl-10 microcatheter, avigo guidewire, navien 5f guide catheter, and neuronmax 7f sheath.